Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. 367960, batch no. 9065832. Complaint 3 of 3. Information received during phone call, - sometime in 2017, customer stated she had experienced low erroneous results. She does not have specific date, product number, lot number, testing, results, patient info or occurrence number at this time. She does know that specimens were only spun for 10 mins in centrifuge during this time. The customer explained that these are separate issues. I explained that it is possible to see fibrin in refrigerated or frozen plasma samples, and aliquots should be respun. The probe needed to be readjusted and may have been the problem with the low psa result.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: describe event or problem: it was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. 367960, batch no. 9065832. Complaint 3 of 3. Information received during phone call, - sometime in 2017, customer stated she had experienced low erroneous results. She does not have specific date, product number, lot number, testing, results, patient info or occurrence number at this time. She does know that specimens were only spun for 10 mins in centrifuge during this time. The customer explained that these are separate issues. I explained that it is possible to see fibrin in refrigerated or frozen plasma samples, and aliquots should be respun. The probe needed to be readjusted and may have been the problem with the low psa result. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. Common device name: blood specimen collection device. Medical device manufacturer: becton, dickinson & co. (Broken bow). Medical device catalog #: 367960. Medical device lot #: 9065832 medical device expiration date: 2020-03-31. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton, dickinson & co. (Broken bow). PMA/510(k)#: k945952. Device manufacture date: 2019-03-06.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd plasma tube experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Complaint 3 of 3. Information received during phone call, - sometime in 2017, customer stated she had experienced low erroneous results. She does not have specific date, product number, lot number, testing, results, patient info or occurrence number at this time. She does know that specimens were only spun for 10 mins in centrifuge during this time. The customer explained that these are separate issues. I explained that it is possible to see fibrin in refrigerated or frozen plasma samples, and aliquots should be respun. The probe needed to be readjusted and may have been the problem with the low psa result.